Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Customer reported that the product sample is unavailable for return because it was discarded, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested, but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, it was noted to be blocked. The shunt was explanted and a trabeculectomy was performed. Additional information was requested.